Manufacturer narrative:
Product analysis was performed, allegation was not confirmed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that lead exhibited high pacing thresholds and loss of capture due to a dislodgment. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
On 04/16/2019 - it was reported that lead exhibited high pacing thresholds and loss of capture due to a dislodgment. No additional adverse patient effects were reported.